Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer was provided with chocolate sugar for treatment via a third party. There was no report of death or permanent impairment associated with this event.

Event description:
A "scan again in 10" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer was provided with chocolate sugar for treatment via a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.